Manufacturer narrative:
A ge service representative performed an onsite investigation. The screws on the generator driver pcb were evaluated and tightened to repair the electrical short. The system was tested and found to be working as intended and returned to service.

Event description:
The field service engineer reported that the system exhibited an error during the pm process. Additional information was received confirming that the system locked up as a result of the error. No patient serious injury or death was reported related to this event.